Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 535 mg/dl and a high ketone level identified as dangerous by healthcare provider. The customer administered a manual injection of insulin in an attempt to treat bg level. Customer was treated with intravenous fluids of saline and insulin while hospitalized. At the time of the report, the customer was still hospitalized; however, the customer indicated no permanent damage was sustained. Reportedly, the cause of the issue was multiple occlusion alarms. The customer reverted to an alternate form of insulin therapy.